Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is unable to boot up properly. There was no reported patient involvement.

Manufacturer narrative:
The processor pca will be replaced at the bench and the device will undergo all performance assurance testing and will be returned to the customer.